Event description:
It has been reported to philips that the system would not x-ray. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) subsequently visited the site and confirm that the kv error. After reviewing the log, it is showing multiple tube arcs. Upon troubleshooting, the new x-ray tube was installed. The new x-ray tube was defective, causing anode errors. The converters were replaced, calibrated, and tested. To resolve the problem, fse replaced the high-tension (ht) tank, both converters, the cube, and the kv/ma board. The gss and x-ray tube were replaced, system calibrated, but unable to perform fluoroscopy. Kv tank and an x-ray tube were replaced. The fse also replaced enf1, k1, k2, and roco. The fse removed components, restoring the original system. Fse sent the defective parts for further analysis and network assembly velara was failed that detecting high resistance in one relay compared to the others and for converter 8e velara there no abnormalities have been found. After replacements of parts, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.